Event description:
Patient reported "I'm not sure if my new ICD is working right. My heart has been irregularly fast and I have been seen 3 times at the doctor in (B) (6)." Patient also reported "I had a seizure last night and have had a heart attack since the new device was implanted." Patient also reported "feeling a lump on top of ICD". The patient was seen by a physician on (B) (6) 2010 and was told it was the wires and they were "pulling out". No further patient complications were reported as a result of this event. The device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.